Event description:
Revision surgery - due to the patient's shoulder dislocating during physical therapy.

Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder dislocated. The length of in vivo service was 2.5 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 72 prior complaints reported against this part number; summary of investigations: 25 for dislocations, 15 for infection, 12 for trauma, 10 for looseness and instability and others not associated with product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause of the joint dislocation. It was reported the dislocation occured during physical therapy. There are no indications of a product or process issue affecting implant safety or effectiveness.